Manufacturer narrative:
Investigation: checking the manufacturing charts of the smr humeral heads belonging to the part code: 1322.09.460 and lot number: 2402987, no pre-existing anomaly was discovered on the (B)(4) items manufactured with the lot number above mentioned. The manufacturer will submit the final MDR as soon as the investigation is complete.

Event description:
Upcoming shoulder revision surgery due to rotator cuff tear. Patient underwent uneventful stemless total shoulder arthroplasty on (B)(6) 2024. Post operatively, the patient was noted to have recurrent shoulder pain and weakness, diagnosed with a rotator cuff tear. The revision surgery has not been performed yet. The patient has the following components currently implanted: smr humeral head ø46 mm (part code: 1322.09.460, lot number: 2402987, sterilization: 2400067). Tt hybrid cem. Glenoid small (part code: 1379.59.110, lot number: 2405576, sterilization: 2400060). Smr stemless - 2mm ecc. Adaptor (part code: 1335.15.202, lot number: 2419850, sterilization 2400181). - smr stemless - steml. Core #m (part code: 1355.14.135, lot number: 2332476, sterilization 2400065). The patient is a male, date of birth on (B)(6) 1960. The event happened in the united states.